Manufacturer narrative:
A ge service representative performed an onsite investigation. The fe suggested that the system needed a new cpu board. No further service information is available at this time.

Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with this complaint.